Manufacturer narrative:
(B)(4): product analysis:visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that the tip of the product was found broken post-op. The product came in contact with the patient. No fragment of the product was remaining inside the patient. There were no patient complications reported due to this event.